Event description:
The following information was received from (B)(4) and is a spontaneous report by a nurse in the USA of peritonitis in a patient coincident with dianeal unknown therapy. During a call with baxter customer services, the nurse reported that the patient was hospitalized and diagnosed with peritonitis on (B)(6) 2012. The nurse stated the patient has mycobacterium,. She believes it may have come from a bird or animal source. The nurse stated that the event of peritonitis was unrelated to dianeal therapy. The patient is recovering from this event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers: h11i03069 and h11k03033. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this event.